Event description:
It was reported that this implantable lead was an attempted implant due to out-of-range pacing impedance measurements, which were less than 200 ohms. A competitive replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.